Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending (plad) with moderate calcification and mild tortuosity. The 4.0x15mm nc trek rx balloon dilatation catheter (bdc) was soaked and was prepared (air aspiration) outside the anatomy prior to use without any issues. The bdc had no resistance during advancement and was inflated once to 18 atmospheres (atms) when it ruptured. The bdc was removed and a 4.0x12mm nc trek rx bdc was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.